Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium and potassium on the architect c4000 processing module for one patient. The following results were provided (reference range chloride 98-107 mmol/l; potassium 3.5 ¿ 5.1 mmol/l; sodium 136 ¿ 145 mol/l): sid (B)(6), (B)(6) 2025, initial potassium result= 2.4 mmol/l; (B)(6) 2025, repeat potassium results= 3.7 mmol/l, 3.6 mmol/l; (B)(6) 2025, initial sodium result= 101 mmol/l; (B)(6) 2025, repeat sodium results= 138 mmol/l, 138 mmol/l, 138 mmol/l, 137 mmol/l, 137 mmol/l, 137 mmol/l. Update, additional information was provided on 18jun2025. Sid (B)(6), results from I-stat: sodium= 137 mmol/l; potassium= 3.5 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Update to section b3 - date of event from 6/16/2025 to 6/14/2025. The field service representative (fsr) inspected the architect c4000, serial number (B)(6), performed troubleshooting and replaced the tubing, ict pinch valve (rohs) and nozzle c4 #1, #4, #5 (rohs). The replacement of the tubing, ict pinch valve (rohs) and nozzle c4 #1, #4, #5 (rohs) resolved the issue. Return testing was not completed as returns were not available. The service history of the (B)(6) verifies no subsequent issues have been reported related to false depressed patient results. A review of tracking and trending of the architect c4000 did not identify an increase of complaint activity associated with the complaint issue. Additionally, a review of tracking and trending for the tubing, ict pinch valve (rohs) and nozzle c4 #1, #4, #5 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(6) or the tubing, ict pinch valve (rohs) was identified.

Event description:
The customer observed falsely depressed sodium and potassium on the architect c4000 processing module for one patient. The following results were provided (reference range chloride 98-107 mmol/l; potassium 3.5 ¿ 5.1 mmol/l; sodium 136 ¿ 145 mol/l): sid (B)(6), (B)(6) 2025, initial potassium result= 2.4 mmol/l; (B)(6) 2025, repeat potassium results= 3.7 mmol/l, 3.6 mmol/l; (B)(6) 2025, initial sodium result= 101 mmol/l; (B)(6) 2025, repeat sodium results= 138 mmol/l, 138 mmol/l, 138 mmol/l, 137 mmol/l, 137 mmol/l, 137 mmol/l. Update, additional information was provided on 18jun2025. Sid (B)(6), results from I-stat: sodium= 137 mmol/l; potassium= 3.5 mmol/l. There was no impact to patient management reported.